Event description:
Reporter alleged that the meter produced smoke and that the screen looked smoky. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.